Manufacturer narrative:
Exact date unknown, event occurred 4 months ago from date manufacturer was made aware.

Event description:
It was reported that the patients ipg had discharged and could not get a connection. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned.